Manufacturer narrative:
This product has not been returned for analysis. The allegation in this complaint has been confirmed because analysis of device data found higher-than-expected power consumption. At this point, it can be concluded that unknown factors most probably contributed to the event. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that there was an extended charge time of 14.1 seconds and two manual capacitor reforms were performed, with the first being 18 seconds and the second being under 10 seconds. Boston scientific technical services (ts) asked for the data to be returned for analysis. After analysis of the data, ts recommended device replacement as they were able to confirm the observation of long charge times. The device will be returned for analysis, but currently the device and leads remain in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned for analysis. The allegation in this complaint has been confirmed because analysis of device data found higher-than-expected power consumption. At this point, it can be concluded that unknown factors most probably contributed to the event. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that there was an extended charge time of 14.1 seconds and two manual capacitor reforms were performed, with the first being 18 seconds and the second being under 10 seconds. Boston scientific technical services (ts) asked for the data to be returned for analysis. After analysis of the data, ts recommended device replacement as they were able to confirm the observation of long charge times. The leads remain in service, but the device was later replaced and will be returned to boston scientific for analysis. No additional adverse patient effects were reported.

Event description:
It was reported that there was an extended charge time of 14.1 seconds and two manual capacitor reforms were performed, with the first being 18 seconds and the second being under 10 seconds. Boston scientific technical services (ts) asked for the data to be returned for analysis. After analysis of the data, ts recommended device replacement as they were able to confirm the observation of long charge times. The leads remain in service, but the device was later replaced and returned to boston scientific for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted tool marks on the case and header, but otherwise no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. The implantable cardioverter defibrillator diagnostic data spreadsheet shows a cell depletion pattern that is similar to other devices that extended charge times independent of the battery voltage. The extended charge times are suspected to have been caused by a problem with the dboot diode. However, the exact cause of the failure could not be determined as the device operated normally during analysis.